Event description:
It was reported that the user lost continuous glucose monitor (cgm) readings on the ilet after starting a new libre 3 plus sensor in the libre app, which prevented pairing to the pump and led the pump to display a prompt to connect cgm or enter blood glucose. The user then entered a fingerstick value of 227 mg/dl and subsequently started a replacement libre 3 plus sensor through the ilet mobile app per instruction. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated dosing mitigated by manual blood glucose entry and successful initiation of a new sensor with expected warm-up and reconnection. Investigation included troubleshooting and user education on correct sensor start workflow and mitigation steps during data loss. Investigation of this case revealed that the cgm connection loss was due to starting the libre 3 plus sensor in the manufacturer¿s app, which allows only one pairing session, thereby preventing pairing with the ilet; the pump and mobile app hardware were functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.